Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the suture break post op? Yes.

Event description:
It was reported that a cat underwent an oophorectomy in (B)(6) 2017 and suture was used. The suture broke post-op. Additional information was requested.